Event description:
Pt meter would only prompt "ER" messages and it eventually would power off during use. Pt was unable to obtain a blood glucose reading and reported having to guess on the blood glucose level. They explained that they started to feel nervous. They reported taking their insulin, even though they were unable to obtain a blood glucose reading. Pt explained that they normally take a total of 50 units of insulin throughout the day. No medical care was received from a health care professional. There was no adverse event or serious injury. The customer service rep educated the pt on automatic shutoff (2 minutes after the last action). The meter was replaced because it did shut off before the 2 minutes were up.